Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level of over 500 mg/dl. A correction bolus was delivered to address bg prior to hospitalization. Customer was treated with intravenous fluids of saline and insulin. Unrelated to the hospitalization, it was reported that the battery gauge was fluctuating. Reportedly the customer reverted to manual injections for insulin therapy.